Event description:
The patient was revised because the humeral head had varus collapse resulting in the screws penetrating the humeral head.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the patient was revised because the humeral head had varus collapse resulting in the screws penetrating the humeral head. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/ or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.